Manufacturer narrative:
Other text: device evaluation: the device was returned for investigation. Air in line detected alarm messages were found in the event log. A functional test was performed, and the reported failure was confirmed. The root cause of the reported problem cannot be established. A faulty air detector will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited air warning alarm. No adverse effects were reported.